Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Serious and permanent physical injury [injury]. Physical pain [pain]. Case description: an attorney reported that a female client, age unspecified, used fixodent denture adhesive, version unknown cream 1 applic, unspecified frequency for her dentures beginning in 2002 and reported the following: serious and permanent physical injury and physical pain. The consumer was admitted to the hospital. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer. No further information was provided.